Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. It was recommended that the customer replace the flow sensor assembly. The customer replaced the flow sensor and the unit declared an error. The fse advised the customer to check the pin alignment between solenoids. The customer corrected the pin alignment and the issue was resolved.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. The event date was not specified; estimate used.